Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 58 year old male patient treated with impella cp due to heart failure and cardiogenic shock. Patient had a previously known history of renal insufficiency. Access for pump was achieved via the right femoral artery. Following movement of patient an "impella in aorta" alarm occurred. Under chest x-ray it was confirmed, that position of the pump was too deep in the ventricle and not in aorta. There were continuous alarms of impella in aorta, and it was confirmed via echo as well, that the pump was too deep in the ventricle - alarms occurred even though pump was not moved. Hcps disabled the placement signal until they were able to reposition the pump - following this the alarm did not reappear. Red urine was noted in this patient, in the course echo was obtained and device repositioned. Patient developed a hematoma upon removal of peel away introducer, hpcs tried to resolve by holding manual pressure manual pressure held. Patient showed discoloration of foot with no doppler detectable pulses on this leg. Patient successfully escalated to impella 5.5 after two days of support. Complaint noted that an aorta in alarm was triggered, however, x ray imaging suggested the pump was deep. The alarm persisted, and was eventually disabled until the device was repositioned. After repositioning, the alarm was re-enabled and was no longer triggering. The most likely cause of this is an incorrect alarm, and the actual performance was likely that the pump was fully in ventricle, and had to be repositioned out.

Event description:
Additional information indicates that the pump was repositioned and the alarm no longer presented.

Manufacturer narrative:
Additional information has been provided in b5 (event description), including further details regarding [sequence of events/clinical course/device interaction]. H6 added/update health effect - clinical code after reviewing the narrative.